Event description:
Patient was revised to address a painful hip (right side). There was severe superior acetabular osteolysis, and proximal femoral osteolysis. The femur and cup were well fixed. The acetabular liner was worn through.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approx 20 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.